Event description:
The customer reported that the sp02 display shows spikes that may result in over or under oxygenation.

Manufacturer narrative:
Philips is in the process of obtaining more info concerning this event and this complaint is still under investigation.